Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure the poly liner would not engage into the acetabular cup. Subsequently, surgeon attempted to use another poly liner without success. The acetabular cup was removed and the surgeon attempted to engage the acetabular cup and poly liner as one piece, but the liner came loose. As a result, a competitor product was utilized and a 45 minutes delay occurred in the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.